Event description:
It was reported to philips that the measurement module is cracked - the ECG leads connector port will not hold the cable. There was no reported patient involvement/adverse patient impact.